Manufacturer narrative:
The investigation confirmed that (B)(6) vitros ahbc results were obtained for a single patient sample when processed on a vitros 5600 integrated system compared to (B)(6) results when the sample was tested using alternate non-vitros methods. The customer concluded the (B)(6) result is (B)(6). The assignable cause for the (B)(6) vitros ahbc result was determined to be the presence of non-specific antibody interference within the sample. There was no indication of a reagent or instrument malfunction.

Event description:
A customer observed (B)(6) vitros anti hbc (ahbc) results for a single patient sample which had resulted (B)(6) results when tested using alternate non-vitros methods. The patient sample was processed using vitros ahbc reagent lots 2300, 2310 and 2320 in combination with vitros 5600 integrated systems and vitros 3600 immunodiagnostic systems. (B)(6). Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The (B)(6) vitros ahbc results were not reported from the laboratory to a clinician and there was no allegation of actual patient harm as a result of this event. This report is number two of three MDR¿s for this event. Three 3500a forms are being submitted for this event as three devices were involved. (B)(4).